Event description:
Account said the head hi/lo was not raising.

Manufacturer narrative:
Technician replaced head hilow hydraulic valve to resolve. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.